Manufacturer narrative:
H3: product analysis #706581681:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline vantage shield and phenom 27 outer cartons and inner pouched; and within dispenser coils. The pipeline vantage shield was returned outside the phenom catheter. ¿ damage location details: the distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~24.5cm and ~63.8cm from proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline vantage shield and phenom 27 were confirmed to have resistance as the pipeline vantage shield and phenom 27 catheter were found to be damaged. From the damages seen on the braid (frying), hypotube (stretching), and catheter body (kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. In addition, based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open at middle section as the middle section of the braid was found to be fully opened and no damage. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Roduct ID fg15150-0615-1s (lot: 227614255); product type: ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section and encountered resistance in the microcatheter.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery pituitary se gment. With a max diameter of 6mm and a 4mm neck diameter. The landing zone was 3.5mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left internal carotid artery with a diameter of 4.7mm. Dapt (dual antiplatelet treatment) was administered. The patient received dual antiplatelet therapy with clopidogrel 75 mg every 24 hours and acetylsalicylic acid 100 mg every 24 hours 7 days prior to the procedure.  The angiographic result post procedure was satisfying. It was reported that the patient was scheduled for intracranial endovascular therapy for occlusion of an unruptured aneurysm of the pituitary segment of the left internal carotid artery with a flow diverter. Angiographic series were performed, adequate measurements of the vessels were made, and the devices were adequately prepared. Pipeline vantage 5.00x16 was implanted from the communicating segment of the left internal carotid artery, but it did not open in its medial part despite multiple maneuvers. The middle section of the pipeline was placed in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. It was noted that the pipeline seemed to be twisted, so the neurointerventionist decided to remove it and implant a diverter of pipeline vantage 4.50x20 flow, which was released without complications covering the aneurysmal neck. The procedure was completed without any complications. The patient woke up without any neurological or hemodynamic deficit. It was also noted that when trying to retract the flow diverter, it felt stuck inside the microcatheter and extreme force was used to remove it. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The event did not lead to or extend patient hospitalization and there was no injury. Ancillary devices include a 8fr sheath, neuron max guide catheter, phenom 27 microcatheter, phenom plus, and avigo 0.104 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance. There was no damage to the pusher wire or tubing catheter observed.